Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by affiliate via mail that during procedure the hd epscp,4.0,30,167,mitek showed image out of focus and with a red color. The procedure was completed with a same like device . No patient consequences or surgical delay reported. The device is available to be returned for evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device had poor image quality was confirmed. It was found that the distal tip was damaged (bent / dented). The damaged distal tip was replaced and the device was repaired, tested and found to be fully functional. Given the information provided we cannot discern a definitive root cause for the identified failure. The damaged distal tip can hence be held accountable for the poor image quality. A manufacturing record evaluation was performed for the finished device [serial number : (B)(4) ], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device [serial number : (B)(4) ], and no non-conformances were identified.